Event description:
It was reported that the patient's parents informed about the possible trauma that caused the sudden absence of hearing. The patient was reimplanted on (B) (6) 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.